Manufacturer narrative:
No report of patient involvement. The hospital biomed reseated cabling, resolving the reported complaint. No report of patient involvement. The hospital biomed reseated cabling, resolving the reported complaint.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed 'no fresh gas flow'. There was no report of patient involvement.